Event description:
Affiliate reported that when the home pt (hp) twisted the clamp of the uv-flash transfer set, they heard a strange noise. The clamp became unstable and a leak was noted. Per the affiliate, the leak volume was small and the hp bandaged the leak site with gauze for about one month. The pt was hospitalized and was diagnosed with peritonitis. The pt was treated with cefazolin na 1g/day for 5 days, and then levofloxacin 300mg/day for 5 days. 10 days later, the effluent became clear and no abdominal pain or fever were present. According to the affiliate, the pt's peritonitis was abated. The pt was discharged the following day. The reporting physician did not attribute the peritonitis to baxter product due to the fact that the pt did not observe aseptic technique.